Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. The inspection of the device showed nothing unusual. Next, the pacemaker underwent an electrical incoming goods inspection. During the initial interrogation, a warning message appeared at the programmer that indicated damaged memory of the implant. The test showed that the pacemaker has damaged memory content. The pacemaker's ability to provide therapy was checked. Both the antibradycardic output signal and the signal sensing were normal. The pacemaker showed behavior according to specifications in regard to its therapy function. The damaged memory was corrected in the further course of the analysis. After the manual correction with a technical programmer, the implant functioned as expected. In summary, the analysis of the pacemaker identified damaged memory content. The cause of the damaged memory material could, however, not be determined. It cannot be ruled out that external influences, such as strong electromagnetic fields, have contributed. There was no material defect or manufacturing error.

Event description:
Ous MDR: when interrogating this device an error message appeared directing the person to contact biotronik technical services. Explanting the device due to a suspected memory issue was recommended. This is all of the available information at this time. If additional information becomes available, this event will be updated.